Event description:
It was reported the patient presented in the hospital after receiving inappropriate high voltage therapy due to lead noise. An alert for low, out of range high voltage lead impedance was observed. The lead was capped and replaced.